Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection noted absence of solvent between the main tube and the port tube of the internal bag. Underwater leak testing was performed and revealed a leak between the port tube of the bag and the main tubing. The reported condition was verified. The cause of the condition was incorrect assembly technique during product manufacturing. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all in one container leaked during priming. There was no patient involvement. No additional information is available.